Manufacturer narrative:
(B)(4). The device was manufactured april 20, 2015 - april 21, 2015. The device was received for evaluation in its original unopened packaging. Visual inspection revealed that the blue winged luer cap had separated from the device¿s distal luer. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the winged luer cap of a small volume folfusor separated from the device. This was noted before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.